Event description:
Facility, (B)(6), called stating that the head deck on the carroll healthcare bd2380 bed is allegedly broken. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model bd2380, serial number/date code (B)(4). The owner's manual part number 1-150-003-f was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.